Event description:
It was reported that the pump repeatedly beeped overnight with lack of insulin delivery after the user inserted the cartridge incorrectly and experienced difficulty completing the fill and infusion set steps, including intermittent screen darkening during press-and-hold and multiple failed inset insertions and adhesion attempts, which required coaching on proper cartridge orientation, fill technique, and site preparation. Symptoms included reported low glucose notifications with subsequent unreliable meter/cgm readings, without documented clinical events or treatments. Outcomes included the need for troubleshooting, education, and replacement insets and connectors to restore use. Investigation included customer service-led troubleshooting, education on correct cartridge installation and fill procedure, and guidance on infusion set insertion and adhesion. Investigation of this case revealed user-related handling issues involving incorrect cartridge orientation and infusion set insertion and adhesion challenges, with the infusion set component implicated by failed insertions and a provided lot number. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique.